Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2019. The fse replaced the blower motor controller board to address the issue. The device successfully passed performance verification testing. Codes in history was a 1102 due to the speaker was not connected to the motor controller board this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator blower details were missing from the information screen. The customer states the blower is operational. The manufacturer's field service engineer (fse) performed troubleshooting and was able to duplicate the issue. When the device was powered on in normal mode, several failures occurred (blower high temperature, primary alarm, 3.3. V failure, 35 v failure, motor control pcba failure). There was no patient involvement.